Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prim, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Pump passed the dat test at 0.08770 inches. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were having high blood glucose and had a hospital visit. The customer¿s blood glucose level was 360 mg/dl. The customer stated that their doctor determined that the insulin pump was not working. Troubleshooting was not performed. The device was returned for analysis.